Event description:
The complainant reported that in 2009, the clinician were performing a solyx sis sling system implant procedure on a female, pt. During the procedure, when the physician was tensioning the device it tore. The physician explained that he had no trouble placing the mesh on the first side and deploying it, and then placing the mesh on the other side and deploying it. Once the mesh was in place and free from the deliver device, the doctor questioned whether the mesh placement was slightly tight. He then proceeded to take a pair of metz to loosen the mesh a little and then placed them between the urethra and mesh; he pulled a little and managed to tear a few strands of the mesh in the center/mid-urethra section. There was no indication from the clinician how he was moving the metz, how hard, or whether the tear was on top of the mesh or the bottom of the mesh. The physician was uncomfortable having the deformed/torn mesh in place and decided to remove the entire sling. The physician successfully removed the entire mesh assembly, including both carriers. The physician then obtained an obtryx sling and successfully implanted the device into the pt. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The lot number is not known; therefore, the device MFR date and exp date cannot be determined. Info supplied in section f was completed by the MFR based on info obtained from the complainant. The complainant indicated that the device will not be returned for evaluation as it was discarded subsequent to the event; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. At this time we are unable to determined the relationship between the device and the cause for this event.